Event description:
On (B)(6) 2010, pt reported having concerns with the down button on the infusion device not functioning. Pt stated she noticed the button was not working around a week and a half ago. Pt reported she was attempting to give a bolus when she noticed the issue. Pt stated the button pops back up after being pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.